Event description:
The healthcare professional reported that during the coil embolization of a splenic artery aneurysm, the target lesion as approached using a parent plus® guide sheath (medikit) and double catheters lantern® delivery microcatheter (penumbra) and lighthouse microcatheter (piolax medical devices). The two microcatheters were advanced inside the aneurysm. When the 20mm x 50cm micrusframe 18 (mfr182050 / 31168439) was chosen to be used as a framing coil via the lighthouse microcatheter, resistance was felt inside the microcatheter, and the coil could not be advanced. Continuous flush was maintained. The coil was retrieved and observed to have unraveled. It was replaced with another cerenovus coil of the same size, which was used without any issues. The procedure was successfully completed without any negative patient impact. On 11-mar-2025, additional information was received. Per the information, the coil was withdrawn once and was not repositioned. Prior to this coil, no other coil went through the same microcatheter without resistance. The reported issue occurred during insertion through the microcatheter, before exiting the microcatheter. Per the information, the microcatheter was not repositioned over the coil. There was no repositioning performed. On 19-mar-2025, additional information was received. Per the information, the target aneurysm was approximately 18 mm x 19 mm x 21mm. There was no resistance between the guidewire and the microcatheter when the target site was being accessed. There were no kinks on the microcatheter that may have contributed to the reported issue. No additional damage was noted on the coil aside from the reported unraveled / stretched condition reported. There was no evidence of any blood flow restriction / reduction as a result of the reported issue. The information indicated that there was no clinically significant delay in the procedure, it was only ¿about 2-3 minutes delay.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, and weight were not provided. Section d.2b: procode is krd/hcg. Section e.1: the initial reporter phone is not available / reported. Based on complaint information, the device is not available to be returned for analysis. A review of manufacturing documentation associated with this lot (31168439) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the limited information available and without the product available for analysis, the reported issue documented in the complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.